Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) has its helium reservoir and pneumatic module interface failing preventive maintenance (pm) test procedure. There was no patient involvement and no harm is reported. The fse replaced the pneumatic interface module, which resolved the issue, and performed pm successfully. Product passed all functional and safety tests per manufacturer specifications.